Event description:
The customer reported the monitor was not working. The fe reported the system was intermittently not booting up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The connectors were reseated. The power supply connector and the video switch board were replaced during the service call. The system was tested, found to be working as intended and returned to service.